Event description:
The customer reported that the electrosurgical unit (esu/generator) was involved. A colonoscopy was performed on a patient and cecal polyp was removed using the esu. Two (2) days later the patient returned to the medical facility complaining of pain. The patient underwent surgery to repair a perforation and is now fine.

Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. The generator was found to be operating suitably. A review of the activation log revealed that the endo cut mode was used in the procedure. All features, including the endo cut mode, were checked and found to be working as intended. Then unrelated to the event, the unit was update to software version v 1.4.2. Upon updating the software, a technical safety check was performed on the unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. The esu was/is functioning properly within specifications. Also, no anomalies were found in the device history record for the esu. As a result, no failures/defects were found with the generator that would have caused or attributed to the event. The reported setting was typical for the clinical application and no equipment problems were reported during the procedure. Based upon past reported events of this type there were probably many factors involved with incident. For example; use of the equipment, technique, and the patient's condition. It appears though that the patient's condition may have been a significant factor in the event. That is the polyp was removed from the right colon, a known thin walled area. Upon the polyp's removal, the remaining bowel wall may not have been sufficient to stay intact. However, no conclusive determination could be made as to the cause of the situation. To address this situation further, the erbe representative is performing additional in-service training at the medical center on 06/12/06. No trends have been identified with the reported issue. Erbe USA, inc. Is not closing the file on this event.